Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #:( B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient developed a possible infection from the trial lead.

Manufacturer narrative:
Additional information was received that the patient's infection has cleaned up and scheduled for a permanent implant. No further information can be obtained by the bsn representative.

Event description:
A report was received that the patient developed a possible infection from the trial lead.